Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus was not able to determine the relationship between the subject device and suggested event from the following investigation results: obvious deviation was not confirmed in reprocessing method of the scopes. It was not clear whether the scopes had nonconformity to affect occurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled ¿efficacy of a novel channel-cleaning ball brush for endoscope reprocessing: a randomized controlled trial,¿ scopes had positive microbial tests after being cleaned/sanitized. Background/aims endoscopic channels are difficult to clean and can cause infection transmission. We examined the effectiveness of a newly developed channel-cleaning ball brush (bb), which is sucked into the endoscopic channel and scrapes and cleans the lumen as it passes through. Methods the upper and lower gastrointestinal endoscopes used for patient examinations were randomly selected as the conventional brush (cb) or bb group. After manual cleaning, the presence or absence of carbohydrates, proteins, adenosine triphosphate, and hemoglobin was assessed. Results fifty-six and 58 endoscopes were cleaned with the cb and bb, respectively. Carbohydrate and protein were detected in one (1.8%) and two endoscopes (3.4%) in the cb and bb groups, respectively (p=1.000). Hemoglobin was observed in one (1.8%) and three endoscopes (5.2%) in the cb and bb groups, respectively (p=0.636). The adenosine triphosphate levels were 10.6±15.9 and 12.5±14.3 relative light units in the cb and bb groups, respectively (p=0.496). Twenty-seven (48.2%) and 19 (32.8%) endoscopes were positive for microbial cultures in the cb and bb groups, respectively (p=0.136). Conclusions the efficacy of bb was not significantly different from that of cb in the endoscopic channel-cleaning process. Case with patient identifier (B)(6) reports the gif-q260 scopes in this study case with patient identifier (B)(6) reports the gif-h260 scopes in this study case with patient identifier (B)(6) reports the cf-q260al scopes in this study case with patient identifier (B)(6) reports the cf-h260al scopes in this study case with patient identifier (B)(6) reports the cf-hq290l scopes in this study